Event description:
It was reported that during use, the pump's tracking was intermittent, and the low battery for static run alarm was activated. The pt was transferred to another pump without any complications.